Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope has a black spot. A visual inspection was performed and showed the scope to have distal tip and fiber damage on the negative lens and residue buildup. The damage is caused by contact with another source and improper cleaning. No manufacturing related defects were observed.

Event description:
It was reported that there is a black spot when being attached to the camera. The incident date is tentative. It is a demo unit. No smith & nephew backup device was available to complete the procedure. There was no delay or patient injuries reported.